Event description:
The customer contacted physio-control to report that their device continually stated "connect electrodes" during testing even though a patient load was attached. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer provided the customer with technical assistance. Due to the age of the device and the costs associated with repair physio recommended that the customer consider purchasing a replacement unit; however, servicing the device was still an option. Physio-control has made numerous attempts to contact the customer regarding the status of their device and no response from the customer appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.